Manufacturer narrative:
The qa (quality assurance) investigation results were received on (B)(4) 2013. The product lot number was not provided; therefore a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: this case report belongs to a batch of icsrs from a database extraction containing a collection of data from oct 1997 to jul 2010. The benefit risk profile of the product is not altered by this report.

Event description:
Synovitis. Left knee effusion [joint effusion]. Total knee replacement [knee arthroplasty]. Case description: spontaneous case report was received on (B)(4) 2013 from a physician database extraction regarding a (B)(6) female pt, initials unk, with osteoarthritis (kellgran-lawrence grade 3 and no prior effusion). This case belongs to a batch of icsrs from a company purchased database containing a collection of data from oct 1997 to jul 2010. The pt's medical history was not provided. On an unspecified date, the pt initiated first course with intra-articular synvisc (hylan g-f 20) injection, in left knee, dosage regimen not provided. The lot number for synvisc was not provided. On (B)(6) 2001, the pt received the third injection of first course in left knee. On (B)(6) 2001, the pt experienced synovitis in left knee. On an unspecified date in 2001, 20 cc of clear yellow fluid was aspirated from the left knee (left knee effusion). Later the pt received treatment with intra-articular celestone (betamethasone) at a dose of 2 cc and xylocaine (lidocaine) at a dose of 1 cc for synovitis of left knee and left knee effusion. On (B)(6) 2001 (after 24 hrs), the pt recovered from the event of synovitis of left knee. On (B)(6) 2001, the pt had total knee replacement (left knee). The outcome for the event of left knee effusion and total knee replacement was not provided. Relevant concomitant medications were not provided. The intensity for the events of synovitis of left knee and left knee effusion was assessed as severe and the intensity for the event of total knee replacement was not provided. The reporting physician assessed the relationship between synvisc and the event of synovitis of left knee as definitely related and assessed the relationship between synvisc and total knee replacement as unrelated and did not provide the relationship between synvisc and left knee effusion. F/u info was received on (B)(4) 2013 and the pt initials were reported as (B)(6).